Event description:
It was reported that the device exhibited an occlusion alarm. There was unknown patient involvement.

Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged(detached) downstream occlusion (dso) seal, scratched lens, damaged battery compartment, and liquid in dso sensor. Functional testing identified a defective dso sensor. The customer problem was duplicated. To solve the issue, the dso sensor and seal will be replaced. Other repairs will be performed, and the device must pass all tests before shipping it back to the customer.